Manufacturer narrative:
(B)(4).

Event description:
It was reported the infection started on (B)(6) 2015. The patient experienced fever, redness, swelling, drainage, pain, and sepsis. The infection was at the lead site on the skin. A culture was obtained at the lumbar region and tested (B)(6) for (B)(6). The lead was removed. The issue was ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient developed an abscess at the left lead site. They were sent to the ER and were hospitalized for two days due to infection. The patient underwent an incision and drainage procedure. They were on antibiotics and wound care. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.